Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor arm failed self test. The customer¿s blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. The customer was able to clear the alarm and not bale to rewind the insulin pump. The customer was advised that the insulin pump needed to replace the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with rf pic failed self test during self test, problem isolated to radio frequency board.